Event description:
It was reported that during testing conducted at the manufacturer, a piece of broken blade was found in the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
Device was returned, evaluation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer that a piece of broken blade was found in the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.